Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, lead passed electrical testing. No anomalies at tip that would have contributed to the dislodgement. Helix mechanism failed to operate most likely due to dried blood and tissue in mechanism.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. It was suspected that lead was dislodged. During lead revision procedure, the helix of the lead could not be extended. The physician decided to remove the lead and new lead was successfully implanted as replacement. This rv lead was explanted. No additional adverse patient effects were reported.